Event description:
Healthcare professional reported left side "deflation/textured". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on radius side assessed as fold flaw opening and observed opening on anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ missing plug strap assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left side "deflation/textured". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, textured device.

Event description:
Healthcare professional reported left side "deflation/textured". Device has been explanted.